Event description:
Note: the event date is unknown it was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure. According to the complainant, the physician was attempting to remove three polyps within the patient's colon. The first polypectomy was completed without issue; however, while removing the other two, the snare could not properly cut the stem of the polyps. As a result, both polyp sites began to bleed, and two hemostatic clips were placed in order to control the bleeding. The complainant noted that the polyp stems were both particularly large. The procedure was completed with this sensation medium stiff standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure. According to the complainant, the physician was attempting to remove three polyps within the patient's colon. The first polypectomy was completed without issue; however, while removing the other two, the snare could not properly cut the stem of the polyps. As a result, both polyp sites began to bleed, and two hemostatic clips were placed in order to control the bleeding. The complainant noted that the polyp stems were both particularly large. The procedure was completed with this sensation medium stiff standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device was evaluated and found to have a twisted loop wire. Despite this, the snare was able to extend and retract without issue. Since this device was used to try and remove several polyps, it is unknown if the observed loop damage was the result of attempted use. The condition of the returned device could not confirm the complaint of difficulties cutting. Considering that the snare was used to remove one polyp, and the physician noted that the other polyps were rather large, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B) (6). (B) (4). Bleeding; non-surgical medical intervention required. Difficulty cutting. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.